Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the customer's wife that the patient has been in the hospital twice this week with blood glucose levels over 500 mg/dl. The patient's wife states that her husband has lost pods within 24 hours for the last several weeks. They had ordered a box on (B)(6) 2019 and every one has faulted and he is out of pods. Every one of them has lasted a day. Patient's wife mentioned that some have fallen off or faulted out by the end of the night. Patient's wife was unable to state a number of pods that need to be reported at this time aside from the 2 that resulted in hospitalization. The patient could only remember being treated with insulin. Patient's wife stated that she could not give further details as she was at work and stated her husband would call back and give the information. Customer's wife states that she does not have the pods.